Event description:
Patient reported pump malfunctioning, when battery cap is screwed on tightly the pump turns off. The pump is only running when the battery cap is screwed on lightly. Will sent replacement pump for sn (B)(4). Dose or amount: 74ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from first ship (B)(6) 2012 to continuing.